Event description:
Sales representative reports that the surgeon was performing a rotator cuff repair when two needles broke from the same lot. Both needles broke at the tip. X-rays were taken and one needle tip was located low in the arm out of the joint and the surgeon did not remove it. Sales rep. Confirmed that the other broken tip was removed from the patient. The procedure was completed using a comletitor's device. A delay of fifteen minutes took place while taking the x-rays.